Event description:
It is reported that the surgeon had trouble inserting the guide pin through the nails. A different size nail was implanted.

Manufacturer narrative:
Eval summary: the bend in the guide wire, as well as the type of guide wire is unknown. The tear drop tip is designed for easier removal of the guide wire. It is also important to note that a newer revision of the znn nail includes the counterbore on the cannulation which is added to the design to enhance guide wire removal. Cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.